Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering the correct amount of insulin and does not always alert him of a blockage. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. The customer stated that he changed the infusion set/reservoir several times and performed a fixed prime test with each infusion set/reservoir, but the amount of insulin delivered was not the same. No further information was provided.